Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The log file captured a series of low power hazards/power cable disconnects. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The mpu did have a v-lock connector on the ac power cord, but the ac power cord did not come loose from the wall outlet nor the back of the mpu. It was unknown whether there were any environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mpu (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2023 per timestamp). No external power alarms were active on (B)(6) 2023 from 15:33:34 ¿ 15:33:46 while the controller was connected to the mpu. The alarms were consistent with a loss of ac power. The backup battery was able to provide power to the system during the event. The alarm cleared once power was restored. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 08jan2024 stated the mpu has a v-lock connector. The ac power cord did not come loose from the mpu or the outlet. There were no known environmental circumstances that may have contributed to the alarm. The mpu will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.